Manufacturer narrative:
Correction: the initial report was submitted with mrf number 9611594-2022-00161 on 04jan2023 it should have been submitted under mrf number 9611594-2023-00010. No additional information will be submitted under 9611594-2022-00161. All future submissions will be submitted under 9611594-2023-00010. All information reasonably known as of 04 jan 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. All information reasonably known as of 03 jan 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that after four new t-fasteners were placed, two of the t-fasteners became loose, and the patient experienced increasing pneumoperitoneum and renewed pain. Diagnostic laparoscopy with lavage and drainage was performed for the prophylaxis of peritonitis. The patient was discharged home symptom-free.